Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report # 1627487-2015-09091, 1627487-2015-09092. The patient was implanted with 2 systems (thoracic scs and pns). Both systems are being reported as it's unknown which system has the issue. The patient received two model 3166 leads with the same lot number. It was reported stimulation is no longer effectively relieving pain. As a result, the patient opted for a system removal. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time both systems were explanted.